Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as surgical damage also observed broken device assessed as surgical damage and missing piece of shell assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d9, h3, h6

Event description:
Healthcare professional reported "ruptured, baker grade 1". This record is for the left side. Device was explanted.

Event description:
Healthcare professional reported "ruptured, baker grade 1". This record is for the left side. Device was explanted. Device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b7, e1.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "ruptured, baker grade 1". This record is for the left side. Device was explanted.